Event description:
Pt a history of ulcerative colitis diagnosed four years ago with and treated with prednisone since diagnosis (dosage and frequency unknown). Pt has been on imuran for some time, but medical management has not proven to be effective. On january 12, 2000, pt underwent a total proctocolectomy with ileopouch anal anastomosis and temporary diverting loop ileostomy. Pt rec'd (7) seven sheets of seprafilm (lot 309101) at the following sites within the abdomen: right and left abdominal sidewall, omentum, bowel anastomotic suture line, retroperitioneal surface adjacent to both the ascending and descending colon, under the abdominal wall incision and at the ostomy site. Pt was discharged to home on post-op day eight following an uneventful hospital course. Pt was readmitted to the hosp on february 4, 2000 with fever, nausea, vomiting, dehydration and mild leukocytosis. Pt underwent a CT scan which showed (3) three small fluid collections just at the inlet to the pelvis. The ileal pouch anal anastomosis was intact. The fluid collections were inaccessible to percutaneous drainage, so the pt was placed on antibiotics by mouth and IV hydration and was discharged to home on february 8, 2000. Pt was seen in the clinic on february 15, 2000. Pt had no fever, was doing well, but still has feelings of nausea. The ileostomy output is good, empties bag 3-4 times daily. Pt is currently on 15mg of prednisone, cipro and flagyl. Pt will undergo a repeat CT scan on february 22, 2000. The event remains ongoing as the pt has not yet recovered. Physician has stated the event as possibly being related to seprafilm. On february 25, 2000, the site was contacted for add'l info regarding the repeat CT scan of february 22, 2000. The following info was obtained: results of a barium study showed a possible leak at the j pouch, causing the abscess. The reporting facility shall be queried at this time as to the questionable leak and a follow up report shall be submitted once this info has been obtained.